Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a drive count error. The customer¿s blood glucose level was 20 mmol/l and treated with manual injection. The customer stated that they were able to clear the alarm and the insulin pump restarted. Customer stated they were not able to rewind the insulin pump. Customer states insulin pump was not exposed to a high magnetic field. Troubleshooting was assisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test. Pump error 37 alarmed during rewind due to moisture damage on motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Moisture damage was found on the electronic assembly and force sensor during visual inspection.